Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parents reported via phone call that customer experienced low blood glucose levels 40 mg/dl. Customer had blood glucose levels of 75 and 65 mg/dl. Customer declined troubleshoot for low and high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given in the section was incorrect with the initial report. The correct information has been provided with this report.